Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was kept rebooting. A technical support specialist (tss) reported the station was experiencing cyclic automatic reboots, though the customer could not provide an exact timeframe. Troubleshooting was performed and the station was monitored, during which no further reboots were observed. Confirmation was later received that no additional reboot issues occurred, and based on monitoring and feedback, the issue was considered resolved. The customer agreed to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es m6a-6a4 device was repeatedly rebooted on its own. The customer informed that the issue had been occurring since last night; however, the night shift does not confirm if any error message was displayed on the screen. The device continued to reboot randomly without user intervention. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.